Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away in the hospital on (B)(6) 2015. The caller stated that the customer's death was caused by busted appendix; she was having a surgery and they could not save her. The caller stated that diabetes played a part also; her blood glucose was high. The customer had issues with the appendix, was a little sick on (B)(6) 2015, went to the hospital and was admitted on (B)(6) 2015. The customer's blood glucose, at the time of death, was 500 mg/dl. The customer was not wearing the insulin pump at the time of death; it was disconnected for the duration of the hospitalization. The hospital was giving shots to the customer to treat the blood glucose. The caller was unsure about the customer's sensor use. The caller stated that the location of the insulin pump is unknown. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.